Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hepatic transplant, the stapler was fired on the right suprahepatic but there was an incomplete staple line and stapling line was not formed. The staples dint close. To close the vessel the surgeon clamped it.